Event description:
Philips received a complaint on the small product roll stand (sprs). The device was reported to be outside of use, at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the sprs had a broken wheel. The customer stated that they were concerned about the ventilator falling over. The sprs wheel could not be replaced, the entire stand must be replaced. This investigation is ongoing.

Manufacturer narrative:
H10: in a good faith effort (gfe) response received on 12/15/2022, it was confirmed that the customer was provided a replacement small product roll stand (sprs) to resolve their issue with the roll stand wheel. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.